Event description:
It was reported that the patient passed out from hypoglycemia while using the guide system. The patient attempted to test on the blood glucose monitor at 9:30 a.m., but the device displayed a battery error message. The patient took his normal 6 units of novolog insulin and 16 units of lantus insulin at 9:00 a.m. The patient drove to work and was found in his car unconscious by a co-worker around 12:00 p.m. He stated he would have been in the car at work for about an hour before he was found. His co-worker contacted the paramedics. The patient was treated with an IV and he thinks it was dextrose. The blood glucose results taken by the paramedics were not provided. The patient was not taken to the hospital.